Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal-n pd2 1.5 and dianeal-n pd2 2.5 therapies for chronic renal failure. On (B)(6) 2011, the patient contacted baxter technical service center (B)(4) regarding a low drain volume alarm on his homechoice (hc) device. Upon follow up, the patient's nurse clarified that on (B)(6) 2011 the patient experienced peritonitis manifested by cloudy effluent. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. On (B)(6) 2011, the patient began remedial therapy with unspecified antibiotics (dose, frequency, and route not reported). While hospitalized, the patient's peritoneum was washed with dialysates. Per the nurse, the effluent that was drained was getting clearer. On (B)(6) 2011, the patient was reported as recovering from the event of peritonitis. Dianeal-n pd2 1.5 and dianeal-n pd2 2.5 therapies were ongoing. The nurse stated that the event of peritonitis was unassessable.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.